Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod12s. During the procedure, while attempting to advance a pod12 through a lantern delivery microcatheter (lantern), the physician experienced resistance and therefore, the pod12 was removed. The physician then attempted to rinse the pod12 in a bowl of saline; however, the pod12 would not advance out of its introducer sheath. The procedure was completed using another pod12 and the same lantern. There was no report of an adverse effect to the patient.